Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). The patient was given 2 units of insulin. Two minutes later and between 5:35 am - 5:40 am, a blood sample was collected from the patient using a green top tube. The result from the laboratory was 76 mg/dl. At 5:39 am, the result from the meter was 164 mg/dl. At 6:49 am, the patient was retested and the result from the meter was 119 mg/dl.

Manufacturer narrative:
Quality control was performed on the meter and passed. The meter and strips have been requested for return. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The returned strips were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood and produced acceptable results. No strip defects were observed. Medwatch fields d9 and h3 were updated.